Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore, it is not possible to confirm the reported defect "infection/ inflammation". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2016, patient underwent placement of the angiodynamics xcela port. The device was implanted by dr. (B)(6) m.d. For the purpose of administration of chemotherapy. On or about (B)(6) 2016, patient was seen at (B)(6) for removal of the xcela port due to bloodstream infection and inflammatory reaction. On or about (B)(6) 2017, the device was removed by dr. (B)(6).

Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore it is not possible to confirm the reported defect "infection/ inflammation". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2016, patient underwent placement of the angiodynamics xcela port. The device was implanted by dr. (B)(6), m.d., (B)(6) for the purpose of administration of chemotherapy. On or about (B)(6) 2016, patient was seen at (B)(6) for removal of the xcela port due to bloodstream infection and inflammatory reaction. On or about (B)(6) 2017, the device was removed by dr. (B)(6), md at (B)(6). Update: port was implanted for chemotherapy delivery. The catheter related complication was specified as "occlusion of the catheter."